Event description:
New information noted that the right atrial lead exhibited failure to sense, and the dislodgement was confirmed via x-ray.

Manufacturer narrative:
The reported events were lead dislodgement, phrenic nerve stimulation and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. A visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The cause of the reported event of the helix mechanism issue was isolated to the helix clogged with blood/tissue. A visual and x-ray inspection found no anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon examination, the patient was experiencing phrenic nerve stimulation and the (ra) right atrial lead was found to be dislodged. The physician attempted to reposition the ra lead but eventually the atrial was unable to be fixated and the helix of the atrial lead failed to be extended. The ra lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.